Event description:
It was reported during surgery, that the anchor got pulled out and an additional bone hole was made. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72203854 suturefix ultra suture anchor device returned. The complaint stated: ¿the anchor got pulled out from the bone.¿ the handle body, button, trigger and suture cover are all intact and appear undamaged. Two strands of tangled, knotted and looped suture were returned with the anchor attached. The anchor itself was returned in un-cinched condition. The trigger was returned fully retracted post deployment. The inserter shaft is bowed. Inspection of the inner shaft confirmed that the fork tines were intact. Smith and nephew suturefix anchors are intended for the reattachment of soft tissue to bone. No root cause related to the manufacture of this device was confirmed.

Manufacturer narrative:
H10:updated information.foreign post code - (B)(4)one 72203854 suturefix ultra anchor 1.9mm suture anchor reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not definitive without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include:us of other that recommended smith and nephew drill and proper size and spade style drill bit ensuring proper depth. Unexpected bone density/condition.the primary cutting edges of the drill were not sharp, had dings or burrs. Product stressed from loss of axial alignment. Inadvertent rotation of device during anchor seating. Instructions for use also highlights several precautions that can affect successful fixation. ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device¿. Final product met specifications upon release to distribution.

Event description:
It was reported that, during an unknown surgery, the anchor got pulled out from the bone. A 1.9 mm size s&n suture fix ultra anchor-specific drill had been used to prepare the insertion site. As a consequence of the alleged malfunction, an additional bone hole was drilled to complete the procedure, using the back-up device available for the new insertion. Neither significant delay nor patient injuries were stated.